Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed little use residues throughout the returned device. A functional test of infusing and aspirating water through the solo valve revealed the catheter was patent to infusion and aspirated as intended. A functional test of charging the catheter with water and suspending the valve upside down revealed the catheter solo valves did not leak. Microscopic observation of the valves inside the solo hub before functional testing revealed no obvious damage to the valves, and no obvious blood residues were observed inside the solo hub. The complaint of bleed back of the catheter solo valves is unconfirmed because the problem could not be reproduced. Potential observations of failure include abundant blood residues inside the solo hub causing the valves to remain opened slightly or other unknown clinical conditions. Flushing the catheter may cause blood residues inside the solo hub to pass through the catheter and allow the valves to work properly. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that insertion of piccline 250617, the vault on piccline is not activated despite flushing several times. Must change to a new overhead conductor which works fine. Spontaneous backflow in piccline during insertion. I.e. The valve in the catheter is not activated. A new catheter may be inserted over the guide wire at the same time. No patient or user harm.